Event description:
Patient presented in-clinic after receiving inappropriate shocks due to far-field p-wave oversensing. In addition, episodes of inappropriate automatic mode switch (ams) were also observed on the atrial channel. Abbott technical support was contacted and recommended reprogramming, however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.